Manufacturer narrative:
Investigation: the visual inspection revealed that the conical tip was securely attached to the juicer body and formed a complete assembly. The conical tip was able to be detached and there was some glue present around the circumference. There was minimal evidence of blood on the tip. Based upon these findings, the reported failure "cone tip detached" was confirmed. A lot history record review was completed and there were no non conformances that could have caused the reported failure. (B) (4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-2000 cone tip detached and fell off in the tunnel. The part was retrieved through the original incision. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.